Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states: the needle part was cracked. No patient involved.

Manufacturer narrative:
A device history record review could not be performed because a valid lot number was not received with the complaint. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. One (1) used sample was received at manufacturing site for evaluation. The piece was received outside of its original package with a crack/broke of the tip needle of the adapter. The root cause and corrective actions could not be identified. No presumable evidence was found in order to relate this failure mode to manufacturing, no trend of failure mode was detected and the sample was received outside it's original package with traces of manipulation. This complaint will be used for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.